Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient orders not appeared on the device and was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was not determined that the station was not communicating, and the orders were not crossing. A technical support specialist (tss) connected with the customer and identified that the example patient was assigned to the incorrect unit (a2). The customer updated unit a2 to be assigned to area a1 instead of area test, which resolved the issue. The documentation was provided to assist with configuring units, areas in the website server and the customer confirmed successful resolution and authorized case closure. The system functioned as intended after the technical support specialist troubleshoot the issue of the device.